Event description:
According to the reporter, a capsule failed to attach. There was no harm caused to the patient due to the alleged device malfunction and no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the procedure and the esophagus appeared to be normal. This bravo user has been using this procedure for 10+ years. The delivery system and the capsule will not be returned to given. The vacuum pressures before the procedure was 600 mmhg.